Event description:
The customer returned the evis exera iii duodenovideoscope to olympus for annual inspection. During receipt inspection of the device, a brown foreign material was found at the distal end of the device which was most likely traces that remained from precious procedures. This report is being submitted for reportable malfunction found during evaluation. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
There were few additional findings during device evaluation. The suction cylinder had no color. The following parts had scratches: grip, switch box, the right /left knob, up/down knob, scope connector cover unit, scope connector case unit, light guide cover glass and universal cord. The connecting tube had a cut. The adhesive around objective lens had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Adhesion of foreign matter/dirt to the tip was confirmed. No physical damage was found where the foreign matter remained. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. The detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.